Manufacturer narrative:
This report is submitted on february 10, 2020.

Event description:
Per the clinic, the patient experienced an infection from the patient's glasses rubbing on the wound. The infection was treated with a topical antibiotic.